Event description:
I purchased an owlet dream sock (FDA-cleared infant pulse oximeter, model/sensor serial # (B)(6) from target on (B)(6) 2025 as a brand-new, sealed unit. After 9 months the sensor stopped working and owlet customer service says the device was activated in their system on (B)(6) 2024 (almost a year prior to me purchasing) owlet support confirmed this pre-activation voids the 1-year warranty and refused service, stating it was a retailer issue. This suggests the device sold as new may have been previously opened, used, returned, or handled--potentially compromising its integrity as a medical device intended for accurate pulse rate and oxygen saturation monitoring in healthy infants. Possible concerns include: ¿ unknown prior use affecting sensor calibration or accuracy ¿ potential contamination or wear on skin-contacting components ¿ reduced reliability for critical health notifications no adverse event has occurred yet, but as this is a class ii medical device for infant vital signs monitoring, pre-use could pose risks to device performance and infant safety. This appears to be a recurring issue with retail stock (e.g., target returns resold as new). I request FDA review of distribution practices to ensure devices reach consumers in verified new condition.